Event description:
It was reported this r-port was successfully placed in 2001 for chemotherapy administration. It was noted under x-ray, in march 2002 that this catheter had fractured and migrated to the pulmonary artery. Removal of the port and percutaneous retrieval of the catheter was successful and without pt complication. The pt's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co directions for use outline appropriate placement, access and maintenance procedures.